Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, the starclose se clip was deployed but hemostasis was not achieved. On removal of the starclose se device, a piece of metal was observed at the distal end of the device. The metal piece was not the clip but probably a piece of a vessel locator wing. No tissue damage occurred. Manual arterial compression was applied for 10 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The vessel locator wing break was confirmed. The reported failure to achieve hemostasis could not be replicated in a testing environment as it based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported broken vessel locator wing was concluded to be related to a potential product quality issue. A conclusive cause for the reported failure to achieve hemostasis could not be determined. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.